Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomaly found. Analysis of the catheter (B)(4) revealed no significant anomaly found. The catheter was retuned incomplete or in segments. An indent was found in the sc cup; however, this should hat have affected infusion. Two slice cuts were also noted on the catheter, most likely explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient displayed symptoms following a refill, and a catheter issue was discovered. Upon 2 separate fills, the patient felt "unwell" after approximately 20ml's of drug were put into the reservoir by the managing healthcare provider (hcp). Upon then aspirating, the hcp would get the entire amount of drug back. It was noted that the patient also complained of little to no pain relief with therapy. It was then decided to perform a pump replacement. While performing pump revision, upon opening the pump pocket site, a leaking tear in the catheter was discovered, as well as shearing of the sutureless pump connector. The clear sutureless connector boot had also migrated up the catheter approx 10-20cm. The hcp reported the catheter issue; break/disconnect, proximal segment/pump connector. Patient status was reported as "alive- no injury/ no adverse event". During the revision, the catheter was capped/abandoned/partially removed. It was unclear what the exact segment of the old catheter were, which were replaced or left in the patient. The medication in the pump was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), (possible partial explant) explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received confirmed that upon two separate fills, the patient felt unwell after approximately 20 ml of drug were put into the reservoir. When the medical doctor aspirated, he would get all of the drug back. The pump and partial catheter were replaced. The reason for catheter removal was break, tear or hole; the sutureless connector of the catheter was coming apart. It was also noted the hub of 8578 connector found to be coming apart from internal metal bracket. The patient had no injury and recovered without sequelae. The pump was turned to minimal rate.